Manufacturer narrative:
Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to fully inflate the cylinders with the tenacio pump. A surgical procedure was performed to remove the tenacio pump and replace with a ms pump. The original cylinders and reservoir remained implanted. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to fully inflate the cylinders with the tenacio pump. A surgical procedure was performed to remove the tenacio pump and replace with a ms pump. The original cylinders and reservoir remained implanted. No patient complications were reported.